Event description:
It was reported that during a procedure a farawave pulsed field ablation catheter was selected for use. The non-boston scientific guidewire became stuck in the catheter. The catheter was removed from the patient, and the wire was then withdrawn from the catheter with some effort. Another non-boston scientific guidewire was opened and advanced through the guidewire lumen, but this guidewire also became stuck. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was received at the boston scientific post market laboratory for analysis. Upon receipt at our post market quality assurance laboratory the device underwent visual inspection, functional testing, and microscope inspection. It was noted that the catheter was returned with a guidewire still inserted. Some tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire. Deployment of the device was functional. The reported clinical observations were confirmed by the analysis. Correction to g2 report source field to remove foreign as a source of information.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a farawave pulsed field ablation catheter was selected for use. The non-boston scientific guidewire became stuck in the catheter. The catheter was removed from the patient, and the wire was then withdrawn from the catheter with some effort. Another non-boston scientific guidewire was opened and advanced through the guidewire lumen, but this guidewire also became stuck. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.